Manufacturer narrative:
Ge healthcare investigation has been completed, the cause of the iui pc, lcd monitor and rcim module falling is that the customer's shelf broke causing the items to fall to the ground. No root cause could be determined on why the customer's shelf broke as the installation of this shelf is the user's responsibility. The user had made the corrections to the shelf without any intervention from ge healthcare. The site was corrected by reinstalling the countertop shelf by adding the reinforcing brackets with additional supports. A ge healthcare field engineer replaced the iui replacement pc, rcim, and lcd monitor and the system is functioning normally after replacement. No further actions are planned at this time.

Event description:
It was reported that a shelf holding the console of a precision 500d x-ray system broke causing the pc tower to fall to the ground. No person was impacted when the pc tower fell and therefore no injury occurred. This pc tower is located within the control room and therefore it would not impact a patient.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.